Manufacturer narrative:
The adhesive pad was not returned with the device. Blood was observed in the distal tip of the soft cannula. The received device had the cannula assembly fully deployed and the formed needle completely retracted. The needle mechanism and bottom housing were inspected and no damages or defects were found that would contribute to a dislodging of the cannula. The exact cause of the reported dislodged cannula could not be determined. Fluid was able to pass through the fluid path and exit the distal tip of the soft cannula with no issues. The blood in the distal tip of the soft cannula did not prevent fluid from exiting the soft cannula. No abnormalities were observed with the download data that would indicate the device struggled to deliver insulin during the run.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels reached 20 mmol/l (360 mg/dl) while wearing the pod between 4 and 24 hours. Upon removal, it was noticed that the cannula had dislodged from the infusion site. No information was provided on how the hyperglycemia was treated.